Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, buffalo filter, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report. The sales representative reported on behalf of the customer that the, 60-7610-001, device was being trialed with a patient during an unknown procedure on (B)(6) 2019. Approximately one (1) hour into the case and the resident using the device noticed a spark on the cautery tip and took it off the patient. A small flame was observed momentarily. The device was removed from the field. There was no report of injury to the patient or the user. Further information was requested; however, to date no further information has been made available by the reporting facility. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.